Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Evaluation statement: the complaint device is not being returned, therefore is unavailable for a physical evaluation. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy synthes mitek complaints system revealed no other complaints of any kind for this lot of (B)(4) devices that were released to distribution. We cannot discern a root cause for the reported failure mode. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. This report is being filed from the remetrex complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported by the sales rep that during a rotator cuff procedure on (B)(6) 2015, the customer's healix advance knotless br anchor, 4.75mm was fractured at the nose, the distal tip of the anchor. The sales rep stated that the surgeon used too much force and was not aligned with the hole when inserting the anchor. He reported that the fractured piece was still attached to the suture and the surgeon was able to back the anchor out with no issue. The surgeon completed the procedure with another like device using the same bone hole with no patient consequences but there was a five minute delay in the case. The sales rep reported that the bone quality was hard and the surgeon used an awl. He stated that the surgeon used four sutures orthocord. The sales rep confirmed that no debris was left in the patient. The sales rep was not present for the case and could not provide any further information. The sales rep stated that the device was discarded.